Event description:
This report was received from a physician of a 63 year-old woman who received transcatheter arterial embolization. (Tae) chemotherapy consisting of gemform sponge, farmorubicin, mitomycin, and lipiodol ultra-flude. On 5/8/1997, she developed a fever (38-c). On 5/11/1997, her temperature rose to 39-c. Two days later, she developed a dry cough which gradually became worse. On 5/16/1997, a diagnosis of adult respiratory distress syndome was made based on her dyspnea, cyanosis, bilateral lung crackles, extensive diffuse mottled shadow in the bilateral lung fields on chest x-ray, pao2 of 51.8, and paco2 of 39.5. Echocardiography and swan-ganz catheter testing were normal. She was transferred to intensive care where she began treatment with pulsed steroid therapy. Gamma globulins, dopamine, antibiotics, high dose gabexate mesilate and oxygen. She recovered on 5/24/1998. The reporting physician assessed the severity of the event as severe and the causal relationship between gelform sponge and the event as unknown. He also commented that it was difficult to identify which of the medications (gelfoam, anticancer drugs or antibiotics) caused the event.

Manufacturer narrative:
Upon follow-up from japan, the device was found to be gelfoam sponge and not gelfoam powder as initially reported.